Event description:
Nurse called indicating that the pt was admitted to the ICU for diabetic ketoacidosis (dka). The dr thought that the pump was not functioning and asked that it be evaluated by the MFR.